Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of noise resulting in oversensing noted on the right atrial (ra) and right ventricular (rv) lead. It was suspected that the noise was due to electromagnetic interference (emi). No intervention was performed, and the patient was stable with no consequences and will continue to be monitored. Related manufacturer report number: 2938836-2019-06701.